Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31127267m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a sterilization compromised issue occurred. Inner packaging/plastic holder of the catheter was loose, catheter became unsterile. Event occurred intra-op. No delay. There was no patient consequence. Additional information was received. The catheter was not used on the patient. The device was secured properly in the tray. No physical damage to the outer box or packaging. No damage to the device due to any part of the packaging being damaged. No picture available.